Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio then replaced the quik-combo therapy cable and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed quik-combo therapy cable and determined that the cause of the reported issue was an electrical open in the cable due to physical damage. Physio observed that the cable¿s strain relief looked intact until manipulated. When manipulated, physio observed that the strain relief was separating from the cable¿s connector body.

Event description:
The customer contacted physio-control to report a non-critical issue with their device (cracked display). There was no patient use associated with the reported event. Upon evaluation of the customer¿s device, physio observed that a quik-combo therapy cable was unable to detect ECG while in paddles lead. As a result, the device could not analyze a patient's ECG rhythm and provide defibrillation therapy, if it were necessary.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report a non-critical issue with their device (cracked display). There was no patient use associated with the reported event. Upon evaluation of the customer¿s device, physio observed that a quik-combo therapy cable was unable to detect ECG while in paddles lead. As a result, the device could not analyze a patient's ECG rhythm and provide defibrillation therapy, if it were necessary.